Event description:
It was reported that the vns patient¿s device was tested during an office visit on (B)(6) 2014 and diagnostic results revealed high lead impedance (impedance value ¿ 9682 ohms). The patient¿s device was subsequently programmed off. The patient was clinically doing well. The last normal diagnostic results were from (B)(6) 2013. The neurologist noted that the patient was a child so manipulation or trauma may have occurred but none was reported. The patient was referred for surgery but no known interventions have occurred to date. X-rays dated (B)(6) 2014 were provided to the manufacturer for further review. Based on the x-ray images provided, the cause of the high impedance may be due to what appears to be lead discontinuity after the first tie-down.

Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. Device manufacturing records were reviewed. Review of x-rays by the manufacturer revealed a gross lead discontinuity. Review of manufacturing records confirmed that the lead passed all functional tests prior to distribution. Device failure occurred, but did not cause or contribute to death or serious injury.